Event description:
It was reported that 1 day post a clinical study ((B)(6)) of an ablation procedure (on (B)(6), 2010), a pericardial effusion occurred. The pericardial effusion size was less than 10 mm. Adverse event occurred on (B)(6), 2010. The outcome was resolved without sequelae by the following day. Prognosis was excellent. The serious adverse event was stated to be definitely procedure-related, and unrelated to device or drug.

Manufacturer narrative:
Device was not returned for investigation. Concomitant product used during the procedure: generic - lasso variable (product was not returned for investigation). Model #: unknown. Lot #.: unknown. (B)(4)